Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information.

Event description:
It was reported that a pericardial effusion occurred. Following a procedure using a farawave catheter, it was noted that the patient experienced a pericardial effusion. The patient was tapped in response to the pericardial effusion. The patient is expected to fully recover. The device is not expected to be returned as it was disposed. No device issues were reported related to the farawave. No further information was provided.